Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer over filled the cartridge and did not perform the air removal step correctly. Customer continued to use the existing cartridge. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 135 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.